Manufacturer narrative:
E1 correction: the initial report indicated ch/switzerland in error regarding the country of the initial reporter. The country has been since corrected in this report to indicate se/sweden. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-may-16. It was reported that the patient's parents suspected that the pump dislodgement/pump being loose in the pocket was related to a lift of the patient that had been done manually, without any electrical assistance lift. However, this could not be confirmed. It was confirmed that the pump had moved and, during the surgery, it was repositioned and refastened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal (2000 mcg/ml at 198 mcg/ml) via an implantable pump. Other medications (oral, etc.) The patient was receiving at the time of the event was epileptic drugs, bowel stimulators, and clonidine. The patient's medical history included cerebral palsy, epilepsia, and microcephaly. It was reported that there was a suspicion of pump dislodgement. The patient was admitted to control the pump position since they suspected the pump was loose in the pocket. The patient was not feeling well (worried, in pain), and the parents believed it could be related to pump dislodgement. The patient was referred to neurosurgery and surgery to reposition the pump occurred on (B)(6) 2022. On (B)(6) 2022 the patient was at his home hospital to refill the pump. It was further reported that the parent described the patient as having been in a lot of pain and they had been admitted again for pain. The patient¿s spasticity was deteriorated. According to clinician programmer there should be 5.3 ml left in pump, but when aspirating the pump, it was empty. The dose was increased and patient followed up again 2 days later. Another try to aspirate the pump was noted and there was still nothing in the pump. On (B)(6) 2022 they could see no deviations or warnings in the pump logs. They decided not to refill the pump due to uncertainty if there was any drugs left. The child neurologist was called and they recommended to keep the patient for observation. A few days later the patient was sent back to the implanting hospital. There they titrated down the dose with no side effects; therefore, they suspected that there was no drug in the pump. Regarding actions/interventions taken to resolve the issue, the implanting hospital filled the pump and gave a bolus dose of 250 mcg/10 hours. Effect was seen within 3 hours. The patient remained in the implanting hospital and they were titrating up the dose. Since then, the patient was fine and the dose was still under titration. The issue was resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was further reported that the patient's mother had wanted the healthcare system to investigate the event. It was noted that there was no suspicion of any pump malfunction, but the event could be related to the procedure regarding repositioning of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; product type: catheter. If information is provided in the future, a supplemental report will be issued.